Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor and insulin squirt out during manual prime. Customer's blood glucose at time of incident was 500 mg/dl. Customer was disconnected during prime. The customer insulin pump was not dropped or bumped and no water contact. Customer stated the drive support appears to be no damaged. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl.

Manufacturer narrative:
The information provided for type of event was incorrect with the initial report. The correct information has been updated with this report.

Manufacturer narrative:
No compromised force sensor system alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing including unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.